Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic thoracoscopy segmental lobectomy, the handle did not advance the reload. They were able to press the green button but unable to squeeze the handle. They changed the reload to a larger size but after operating twice, it does not advance. The device was removed from the cavity and they tried to dismantle it but noted to be impossible. Report also indicated that jaws of the device locked on tissue and was removed by force. A component of the device breaks off where the reload was articulated. The procedure was completed by a competitor¿s device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted an articulated device was loaded onto the instrument. The instrument firing knobs were advanced, and the articulation lever was in firing position. The instrument was disassembled in order to remove the reload and observe the instrument's internal components. A visual inspection of internal components revealed sheared teeth on the firing rack. Due to the noted damages, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.